Event description:
It was reported that during a laparoscopic oophorectomy procedure, it was found that the balloon was burst before use in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? Na. What other devices were used in conjunction with the device? Na. Was the sales rep present during the event? Na.